Event description:
According to the reporter, during an emergency laparotomy surgery, the handle was defective. It was noted that the surgeon was able to press the green safety button but was not able to squeeze the handle. The surgeon thought that the problem was in the reload and changed the reload. The reload was unsuccessful because the problem was in the handle. It was noted that two reloads were used in the process. An open stapler was replaced to resolve the issue.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p1m1132); egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p2l0038). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.